Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual sample was received for evaluation. Visual inspection with the unaided eye revealed that the sampling line tube had been cracked and almost separated from the joint with the oxygenator port. The crack surface of the sampling line tube was inspected under a magnification and electron microscope. It was found smooth, which inferred that the crack may have caused due to having been exposed to a momentaneous shock load. There was not any foreign substance or air embedded in the material, which could be a trigger of the crack. The sampling line tube of the actual sample was cut, and the cross-section was inspected under magnification. The wall thickness was confirmed even. The outside and inside diameters of the tube were measured. Compared to the current product sample, no difference in the measured values was confirmed. Reproductive test/low-temperature fragility was performed. It is known from our experiences that a fracture of tubing similar to that observed on the actual sample may occur when the product in a low-temperature condition is subjected to a momentaneous shock load. Assuming that the fracture occurred during transportation or storage, multiple test samples packed in the unit boxes were chilled, and then dropped from 1.5 meter high. As a result, some of the tubes were fractured at the joint with the product. The fracture surface of the fractured tube was evaluated and confirmed to be similar to that of the cracked sampling line tube of the actual sample. The test condition was set discretionarily. A review of the device history record and the product-release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states: if the product is dropped during set-up, do not use it. Replace with another device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the crack was caused by the following mechanism based on the investigation results including the state of the crack surface of the actual sample and the reproductive test results. The product was cooled under low temperature environment during transportation or storage in the cold season, and the product in that cooled state was exposed to strong impact load during being handled, which resulted in the crack of the sampling line tube. From the available information, however, the exact timing of occurrence could not be determined. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported the capiox device was used pre-treatment. There was leakage, the sampling line tube fractured from the oxygenator side. The package was in good condition. The procedure outcome was not reported. The patient was not harmed.